Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized due to high blood glucose levels. The blood glucose levels were too high for the glucose meter to give a reading. The customer was experiencing high blood glucose levels for the past 24 hours. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer's settings had just been changed a month earlier. Found that the daily totals did not match with the bolus and basal rate delivery totals. Also found that the customer had been entering a carbohydrate amount when using the bolus wizard feature, even if he was not eating anything. The customer was advised to only enter a carbohydrate amount if eating, for the insulin pump to give an accurate bolus calculation. Nothing further was reported.